Event description:
The following has been reported: biomed reported: "service needed alarm" step where problem occurred: during treatment injury/adverse reaction: no active infusion stopped: yes. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 6). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 6 actuation failure. The device displayed a red pump service alarm after start up. Log files were reviewed and found valve 6 actuation failures as well as air compressor failures. The device was opened to inspect for internal damage and put the device into manufacturing mode to test the pneumatics system. No internal damage was identified. The device failed to pass the recharge test, indicating a problem with the air compressor. The installed air compressor was swapped out with a new compressor. The pneumatics system was able to pass testing without failure. The original air compressor was installed back into the device and a new air compressor will be installed during repairs.